Event description:
Journal reference: lanmuller h, wernisch j, alesch f. [Technical analysis of dual channel pulse generators used in deep brain stimulation; a safety evaluation]. Acta neurochir. Published on line 2008. A sudden failure of implantable pulse generators (ipg) occurred in 15 out of 143 units during the last 4 yrs in our pts. In order to better understand the failure causes we proceeded to an analysis of explanted ipgs which had reached their normal life span due to depletion of the battery. Analysis was done on 14 units which identified issues with the connection of the battery and the electronic circuit. In 2003, the MFR took corrective measures and in 2006, a letter was released by the MFR to physicians. No failures have been reported so far from the series produced after 2003, and it seems that the corrective measures to reinforce the device have been effective. Reportable event: a total of 14 kinetra pulse generators were analyzed. All had reached their normal life span due to depletion of the battery and were functionally acceptable except one that could not be tested. The internal visual examination found all battery bond wires intact, however, inspection by electron microscopy observed cracks in the 4 devices, 10 bond wires. See MFR report# 2182207200900274.